Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The in-stent restenosed target lesion was located in the moderately calcified distal left circumflex artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.